Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. It is believed this was due to insufficient fixation with the sleeve and the tissue. The lead was discarded.